Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted during high rate episodes on stored electrograms (egm) for the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.